Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow up 13-sep-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case was identified during monitoring of postings on an FDA hosted docket website and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in 2005 and experienced serious pelvic pain amongst other non-serious events. In (B)(6) 2015 hysterectomy was performed and essure was removed. Pelvic pain is serious due to medical importance, listed according to essure reference safety information and considered related to the device in the absence of plausible alternative explanation. Since an intervention was required, this case is regarded as incident. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0697, awareness date 18-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2005. In the last 2 years she experienced heavy periods that come very 2 weeks and lasted up 2 weeks. She suffered from pelvic pain for several years; gained 40+ pounds with essure which was believed to be caused from the pet fibers which cause inflammation; suffered from anxiety and depression. At the time of this report she was 10 post op from a hysterectomy (removal of cervix, uterus and tubes) due to essure and in the last days since her hysto surgery she already lost 8 lbs. Company causality comment: this non-medically confirmed spontaneous case was identified during monitoring of postings on an FDA hosted docket website and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in 2005 and experienced serious pelvic pain amongst other non-serious events. In (B)(6) 2015 hysterectomy was performed and essure was removed. Pelvic pain is serious due to medical importance, listed according to essure reference safety information and considered related to the device in the absence of plausible alternative explanation. Since an intervention was required, this case is regarded as incident. No active follow-up will be pursued, as this case was identified during health authority website monitoring.